Event description:
It was reported that a patient had received two implants in (B)(6) 2012, and that manufacturer's database had not been updated yet. When the patient was checked on (B)(6), her impedances were normal and her therapy was good. The patient had implants for major depressive disorder. On the day of the report, the patient came in for 3 month follow up. It was noticed that the right lead/system had >40000 ohms for impedances on all electrode pairs. The left side was reported to be fine/normal. No falls/trauma were associated with high impedances. It was indicated that the patient had had additional psychosocial stresses, but it was unknown if major therapy change was needed at this time. Lead configuration was confirmed to be proper. Left lead setup was 1-, 2+. Right lead setup was 0+, 1-. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).